Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. Programming changes were made. The patient was in stable condition.